Manufacturer narrative:
The customer performed a cleaning of the sample pipette and ran quality controls for verification. The field service engineer found the sample pipette was misaligned in the washing station. He adjusted the pipette and processed controls and patients with correct results compared to another ise module at the site. The investigation did not identify the specific cause of the event.

Event description:
There was an allegation of questionable ise results from the cobas 8000 cobas ise module. The initial sodium result was 126.7 mmol/l, and the repeat result was 136.6 mmol/l.